Event description:
It was reported by service report that the fowler was jammed and would not go down electronically or manually. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: jammed fowler. Conclusion: staff member was going to request po from his manager for repairs; if he did not obtain po, he indicated they would make their own repairs.